Manufacturer narrative:
(B)(4).

Event description:
Customer's wife reports that he had a blood glucose of 132 mg/dl at 6:15 pm on his aviva meter, and took his normal amount of insulin - 20 units of novolog 70/30 before dinner. No extra insulin was taken based upon the result. At 9:30 pm, the customer was acting strange and his blood glucose reading on the meter was 127 mg/dl. At 10:00 pm, the customer's symptoms were sweating, not responding to his wife, and his tongue hanging out. Wife called the fire department. When they arrived, they tested the customer at "lo" (less than 10 mg/dl) on their meter. He was treated with an IV of dextrose and within 10 minutes was feeling better. His blood glucose on the professional meter was 164 mg/dl at that time. Reading of 127 mg/dl did not match the customer's hypoglycemic symptoms. Requested return of suspect device and replacement was sent.